Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during cranial resection, an inaccuracy was observed. It was reported that the registration was accurate and after sterile and draping, an imprecision of 2 centimeters was reported. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.